Manufacturer narrative:
(B)(4).

Event description:
It was reported that hv pacing lead impedance anomaly, a small kink on the svc coil and fracture were observed. The lead was explanted and replaced. The patient was stable at the conclusion of the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.7-12.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 12.8-13.0cm, 13.0-13.2cm, and 13.5-13.7cm from the connector pin, consistent with lead friction to the device can, and at 0.7-2.5cm from the distal end of the svc shock coil, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion under the svc shock coil was noted at 0.0-0.1cm, 0.2-0.3cm, and 1.0-1.1cm from the distal end of the svc shock coil. The etfe coating was abraded at these locations.